Event description:
It was reported that the patient presented to the emergency department with chest pain. Upon review, x-ray imaging showed cardiac perforation by the right ventricular lead. The lead was explanted and replaced. The patient condition was stable post-procedure.